Event description:
During an in clinic follow up, the device firmware was updated. Following the update the device was unable to be interrogated using bluetooth (ble) telemetry. The device was then interrogated using inductive telemetry successfully, however, low defibrillation impedance was observed. The interrogation was stopped and restarted, upon reinterrogation the defibrillation impedance returned to baseline value. Technical support was contacted and recommended monitoring. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of the impedance drop was confirmed. Based on the information provided, the root cause of the low impedance value was unable to be determined.